Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the bottom portion of the I-blade out of the lower jaw channel; the lower jaw channel was damaged. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was received: the surgeon opened the jaw manually by himself. There was no problem with the patient¿s condition the operation was laparoscopic for bladder malignancy.

Event description:
It was reported that during a laparoscopic procedure for bladder malignancy, the device jaws would not open after they closed. There was a possibility that the device clamped a thick tissue. Gen11 was used. The surgeon opened the jaw manually by himself. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.